Event description:
It was reported that a user of the ilet experienced a low blood glucose event to 49 mg/dl after unannounced carbohydrate intake, and the family questioned whether the correction algorithm delivered insulin too aggressively; education was provided to announce meal-sized carbohydrates and to confirm lows with a glucometer, and the user was instructed on proper hypoglycemia treatment with oral glucose. Symptoms included no reported clinical manifestations. Outcomes included transient low glucose without need for medical intervention or hospitalization.

Manufacturer narrative:
Investigation included technical support troubleshooting and user education. Investigation of this case revealed use-related factors, specifically unannounced carbohydrate intake, which likely contributed to insulin dosing and subsequent hypoglycemia, with device performance not demonstrated to be defective. It was concluded that the event was consistent with hypoglycemia with cause unclear due to user behavior confounders and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.